Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery and during the load sequence.customer loaded a new cartridge however the cartridge alarm recurred. The customer was not interested in obtaining a loaner pump.the customer reverted to alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.